Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite and performed visual and function test of the monitor, and the monitor tested okay. The fse pulled logs from the monitor and control center. In the logs of the control center, the connection from the monitor to the x3 initially aborts (1:50:28). It was acknowledged (1:50:54). The monitor was then switched off at 1:52:30 for the first time. Based on the information available and the testing conducted, there was no trouble found with the device, as the device was found to be alarming in the audit logs. The reported problem was not confirmed. No further action is necessary at this time. Reporter and reporting institution phone number: (B)(6).

Event description:
Customer reported during the night, bed 21 failed during the night and there was no alarm at the bedside. The device was in clinical use. There was no patient or user harm reported.

Event description:
Customer reported during the night, bed 21 failed during the night and there was no alarm. The device was in clinical use. There was no patient or user harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).